Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose with their new insulin pump. The customer¿s blood glucose dropped won to 50s mg/dl and 40s mg/dl throughout the day. They treated with food. Troubleshooting was performed. It was found that the time on the insulin pump was off by a few minutes. The customer also stated that they had been biking for two months which may have caused their low blood glucose. The insulin pump passed the self-test. The device will not be returned for analysis.